Event description:
Pharmacy received reports of multiple cases of endophthalmitis (sterile inflammation of the eye). They have been using bd 1 ml luer lok syringes (catalog #309628) for the past few years to compound avastin into unit dose syringes for ophthalmologists.